Event description:
(B)(4). It was reported that a spring arm in operating room 3 was hanging with a gap from the horizontal arm. Upon further investigation, it was found that the c-clip was loose. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2010. The device MFR date was not available at the time of this report. Attempts will be made to obtain this info. Eval summary: after eval by the field service technician, it was determined that the c-clip came unattached due to an extra washer being present. With the extra washer being present, this prevented the c-clip from being completely seated in its specified location. With the c-clip not fitting securely in its intended location, the c-clip became overextended and eventually came out of its location. It is unk at this time how this extra washer was installed, but is likely due to servicing or an assembly error. There is a potential health risk associated with this type of failure. If the c-clip comes out of its specified location, there is the potential for the monitor and spring arm assembly to drop a couple of inches. The cables routing through the arms will prevent the assembly from falling to the ground but this slight drop could still fall on a user's head or other extremity if they are under the product when the non-conformance occurs. However, this specific malfunction was identified prior to use and no pts involved and no adverse events reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.